Manufacturer narrative:
As reported, while using a 6/7f mynx control vascular closure device (vcd), hemostasis was not achieved by fingertip pressure on the puncture site for 5 minutes. Hemostasis was achieved by 24-minutes of manual compression and the use of protamine. There was no reported patient injury. The cause of the bleeding is unknown. Pulsatile bleeding was observed. The deployer is mynx certified. The device was being used in a transcatheter lower extremity therapy procedure. The product was stored and prepped according to the instructions for use (IFU). There was no device damage noticed prior to opening the package. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd or calcium in the vicinity of the puncture site. The the target femoral site had not been previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the mynx vcd. The patient was not hospitalized nor was the patient's hospitalization extended because of the event and the patient recovered. The bleeding was noted 5 minutes after sealant deployment/device removal. Japan protocol requires 5min of pressure after mynx removal. There was pulsatile bleeding of the puncture site noted immediately upon removal of the device. The sealant was deployed to the proper location. Heparin was used. The act during the procedure was 299. Fingertip compression was maintained on the skin during removal of the device. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, buttons 1 and 2 were fully depressed with the clock symbol visible in the tension indicator window, and the balloon was completely retracted into the advancer tube. The sealant was not returned. The syringe was not returned with the device and the stopcock was open. The procedure sheath (unknown) was locked on to the sheath catch. The device was inspected for damages/anomalies that may have contributed to the reported failure. Blood residues could be noticed. No damages/anomalies were observed on the returned device. A product history record (phr) review of lot f2218101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant inability to achieve hemostasis¿ and ¿hemorrhage¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported events. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Product history record review of lot: f2218101 was conducted and the product met quality requirements for product acceptance. The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 6/7f mynx control vascular closure device (vcd), hemostasis was not achieved by fingertip pressure on the puncture site for 5 minutes. Hemostasis was achieved by 24-minutes of manual compression and the use of protamine. There was no reported patient injury. The cause of the bleeding is unknown. Pulsatile bleeding was observed. The deployer is mynx certified. The device was being used in a transcatheter lower extremity therapy procedure. The product was stored and prepped according to the instructions for use (IFU). There was no device damage noticed prior to opening the package. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd or calcium in the vicinity of the puncture site. The target femoral site had not been previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the mynx vcd. The patient was not hospitalized nor was the patient's hospitalization extended because of the event and the patient recovered. The bleeding was noted 5 minutes after sealant deployment/device removal. Japan protocol requires 5min of pressure after mynx removal. There was pulsatile bleeding of the puncture site noted immediately upon removal of the device. The sealant was deployed to the proper location. Heparin was used. The act during the procedure was 299. Fingertip compression was maintained on the skin during removal of the device. There were no issues noted during balloon retraction/ button#2 step.